Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula which led to high blood glucose level. Therefore, he tried to treat it with consuming carbohydrates, but on (B)(6) 2021, the patient first went to the emergency room and was subsequently admitted to the hospital due to high blood glucose level. His highest blood glucose level was between 500-600 mg/dl and had high ketone levels which his healthcare professional assessed as dangerous/life threatening. The infusion set had been used for about seven hours. Further, the patient was transferred to the intensive care unit. While in the hospital, he received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2021, the patient was released from the hospital with no permanent damage. Moreover, they replaced the infusion set and the insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.